Manufacturer narrative:
This user facility is outside of the united states. The necessary manufacturing history to review was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
During the procedure while preparing the cement mixture, the monomer liquid would not dispense from the pouch. There was no patient injury and no delay in procedure.

Manufacturer narrative:
This follow up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. The review of manufacturing DHR shows that products were manufactured according to the pre-defined specifications. A conclusive root cause of the event was determined to be possible handling error.